Event description:
It was reported that during insertion of the lens into the pt's right eye, the lens haptic was noted to be damaged and caught on the pt's zonules. The surgeon then noted vitreous seeping around the iris causing the iris to be pushed backward. The lens was removed and a vitrectomy was performed. Due to zonular damage no other lens was implanted during the same surgery. An anterior chamber iol was implanted at a later date. According to the surgeon, the pt's prognosis is good. Reference MFR 2031924-2013-00054 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.